Event description:
A dental office alleged that a patient had experienced blistering and redness after restorative cementation procedures were completed using the maxcem elite clear product.

Manufacturer narrative:
A doctor alleged that following placement of a crown using maxcem elite a patient experienced blistering and redness around the gums and on the adjacent cheek area. The patient was prescribed antibiotics. The doctor will monitor the patient's condition. Despite requests for additional information, current patient status is unknown. The product involved in the alleged incident(s) was not returned; therefore, a retain sample was evaluated, yielding results within specifications.